Event description:
It was reported that pump on/off button did not respond properly and needed to be pressed multiple times before working. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from support, and no additional corrective actions were documented.